Event description:
It was reported that the patient's right hip was revised due to infection.

Manufacturer narrative:
Operative notes from the implantation procedure were provided which noted that frozen sections revealed one small questionable area. Revision operative notes were provided which revealed that the intra-operative cultures from the (B)(6) procedure were positive 4 days later, necessitating removal of the devices. The sterilization process for these devices were validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10(-6) or better. The manufacturing lots specified in this complaint were processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified devices caused or contributed to any patient infection. With the information provided a definitive root cause cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.